Event description:
It was reported that this left ventricular lead exhibited oversensing and pacing inhibition. Reprogramming of the device was discussed. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).